Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose. The customer's blood glucose at the time of incident was over 300 mg/dl, current blood glucose is over 600 mg/dl and customer's blood glucose value at the time of hospitalization was over 600 mg/dl. It was also reported that the insulin pump was over delivering insulin and the blood glucose is low as 57 mg/dl and customer¿s current blood glucose value was 477 mg/dl. The customer was hospitalized due high blood glucose level on (B)(6). The cause of hospitalization was diabetes ketoacidosis. It also stated that drive support cap was normal. The customer experience any symptoms like nausea, vomiting and abdominal pain. The customer declined troubleshoot for high blood glucose. The customer treated high blood glucose with bolus via insulin pump. It also reported that the document of outcome of hospitalization was transferred to (B)(6) hospital where customer was dialysis and life support. The customer treated low blood glucose with food and based on customer report customer does not allege pump was over delivering. The customer was advised that the insulin pump need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's weight was (B)(6)lbs.